Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited inappropriately high lead impedance, oversensing and a change in thresholds. Based on the information, the physician believes the transvenous defibrillation is 'fractured'.